Event description:
It was reported that the customer experienced ongoing intermittent instances of low blood glucose levels over the past week, with levels ranging from 39 to 76 mg/dl. Cause not known. Customer consumed carbohydrates to address the bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.